Manufacturer narrative:
B5: follow up information was received and the leak of the pbp drain was observed at the cartridge exit site. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr).

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex st150 set before use. There was no patient involvement. No additional information is available.